Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1w356 implanted: (B)(6) 2019, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1w356, ubd: 07-nov-2022, UDI#: 00643169864436 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that per calling patient on 03/13/2024 to verify fup, patient mentioned their battery was undone and was due for replacement. No other information provided. On 2024-mar-20 additional information was received from a healthcare professional (hcp). The hcp reported that to clarify that the battery was undone, they stated that the lead was unwound and partially fractured. The issue was not caused by normal battery depletion. The cause of the lead issue was possibly due to twisting of the device, though the patient was unaware of that occurring. The steps taken to resolve the issue was that the lead was removed and it will be replaced at a later date. They indicated that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1w356, implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.